Event description:
A (B)(6) male underwent initial endovascular abdominal aortic repair on (B)(6) 2010. On f/u CT scan dated (B)(6) 2010, there is a proximal type I endoleak and the graft appears to cover the rt renal artery which it did not at the time of implant. Films are being reviewed for recommendation of secondary intervention. Secondary procedures to be done.

Manufacturer narrative:
Device: endoleak is addressed in the IFU. Event is currently under investigation.